Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son went for swimming and insulin pump got the pump error. The customer blood glucose level was 123 mg/dl. It was also reported that insulin pump received a broken force sensor was detected during seating or regular delivery error alarm. The customer was not able to clear the alarm and not able to rewind the insulin pump. The insulin pump will be returned for analysis.